Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one groshong catheter segment was returned for evaluation. The catheter segment measured approximately 7.6cm in length. A longitudinal split was noted at the proximal end of the catheter. The end of the break was jagged. The edges of the longitudinal split were jagged. Functional and dimensional evaluations were performed. The investigation is confirmed for catheter break, as the catheter segment received had breakage signs. A definitive root cause could not be determined labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and four months post port system placement, resistance was allegedly felt during infusion and the patient presented with a cough. Therefore, a chest x-ray was performed. Upon examination, the catheter was allegedly found broken. It was further reported that the port body was removed and a month later the distal catheter segment was removed. There was no report of migration and/or embolization. The patient was reportedly stable post removal procedure.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately four months post port system placement, resistance was allegedly felt during infusion and the patient presented with a cough. Therefore, a chest x-ray was performed. Upon examination, the catheter was allegedly found broken. It was further reported that the port body was removed and a month later the distal catheter segment was removed. There was no report of migration and/or embolization. The patient was reportedly stable post removal procedure.